Manufacturer narrative:
It was reported that a 3x40mm 155cm saber rx balloon catheter (bc) ruptured within its nominal pressure. Therefore, the balloon catheter was replaced with a non cordis balloon catheter and a non cordis stent was implanted in the target lesion. Another saber balloon catheter was inflated for post-dilation. The procedure was completed successfully. There was no reported patient injury. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. An ipsilateral antegrade approach was made with a 6f unknown sheath introducer. A non-cordis guidewire crossed the lesion and a saber balloon catheter was delivered to the lesion for pre dilatation. The device prepped normally. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. No additional information was provided. The product was not returned for analysis. A device history record (DHR) review of lot 17409847 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcification may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least (B)(4) of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
It was reported that a saber balloon catheter was rupture within its nominal pressure. Therefore the balloon catheter was replaced with a non cordis balloon catheter and a non cordis stent was implanted in the target lesion. Another saber balloon catheter was inflated as a post dilation. The procedure was completed successfully. There was no reported patient injury. An ipsilateral antegrade approach was made with a 6f unknown sheath introducer. A non cordis guidewire crossed the lesion and a saber balloon catheter was delivered to the lesion for pre dilatation. The target lesion was the superficial femoral artery. The patient's vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The device prep normally. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. The product was clinically used and will not be returned for analysis. No additional information was provided.